Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the surgeon the patient's internal magnet was removed under a general anaesthetic on (B)(6) 2018 due to non-use and pain at magnet site.